Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported when recharging their device, sometimes it felt like the implantable neurostimulator (ins) felt like it ¿pinched¿ a little which had always been like this. He would readjust his position and it was fine. He further reported the ¿scar¿ tissue wasn¿t built up strong and the ins moved a little. It was also noted the patient wanted to know if their programming could be tweaked, but they didn¿t want to do it themselves. The patient later reported the steps taken to resolve the sensation of the implant moving around and pinching while recharging was them readjusting the battery and trying to sit higher.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they always felt the sensation of the implant moving around and pinching when recharging, but it wasn't terrible. The consumer was able to readjust the battery so it would stop pinching.